Event description:
Event description boston scientific crm received information, during the pacemaker replacement procedure for normal battery depletion, that this chronic ventricular lead had become dislodged sometime after the original implant procedure. At that time, the decision was made to not reposition the lead and the device was programmed to aair mode. During the replacement procedure, the lead displayed high threshold measurements and impedance measurements greater than 2000 ohms. The lead was surgically abandoned and successfully replaced. No adverse patient effects were noted.